Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('repeated low back pain') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 essures inserted" on (B)(6) 2010. The patient's medical history included arterial hypertension and sciatica (lumbago sciatica l4-l5, right side, with deficit). Previously administered products included for an unreported indication: copper iud on (B)(6) 2010. Concomitant products included oral contraceptive nos until (B)(6) 2011 for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced general physical health deterioration ("deterioration of status") and complication of device insertion ("complication of device insertion"). In 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), visual impairment ("decrease in vision"), arthralgia ("joint pain") and tension ("increase in tension"). In (B)(6) 2012, the patient experienced migraine with aura ("migraine with aura"). On an unknown date, the patient experienced pelvic pain ("pelvic pains"). The patient was treated with beta blocking agents and calcium channel blockers and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, migraine with aura, headache, visual impairment, arthralgia, general physical health deterioration, tension, complication of device insertion and pelvic pain outcome was unknown. The reporter considered arthralgia, back pain, complication of device insertion, general physical health deterioration, headache, migraine with aura, pelvic pain, tension and visual impairment to be related to essure. The reporter commented: plaintiff fact sheet dated (B)(6) 2019 mentioned that patient experienced adverse events since the insertion of essure. The patient experienced migraines with aura, with impact on her daily life, at work and with her family, requiring disease modifying treatment with beta adrenergic blocking agent and treatment against migraines. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: post operative control normal, implant position was good; on (B)(6) 2010: surgery report: one implant in each ostium. X-ray - on an unknown date: 3 essure implants; on (B)(6) 2019: after surgery for removal of essure: no more trace of essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-apr-2021: information updated: drug history, concomitant medication, event "pelvic pains" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('repeated low back pain') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 essures inserted" on (B)(6) 2010. The patient's medical history included arterial hypertension and sciatica (lumbago sciatica l4-l5, right side, with deficit). Previously administered products included for an unreported indication: copper iud from (B)(6) 2010. Concomitant products included oral contraceptive nos until (B)(6) 2011 for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced general physical health deterioration ("deterioration of status") and complication of device insertion ("complication of device insertion"). In 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), visual impairment ("decrease in vision"), arthralgia ("joint pain") and tension ("increase in tension"). In (B)(6) 2012, the patient experienced migraine with aura ("migraine with aura"). On an unknown date, the patient experienced pelvic pain ("pelvic pains"). The patient was treated with beta blocking agents and calcium channel blockers and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, migraine with aura, headache, visual impairment, arthralgia, general physical health deterioration, tension, complication of device insertion and pelvic pain outcome was unknown. The reporter considered arthralgia, back pain, complication of device insertion, general physical health deterioration, headache, migraine with aura, pelvic pain, tension and visual impairment to be related to essure. The reporter commented: plaintiff fact sheet dated (B)(6) -2019 mentioned that patient experienced adverse events since the insertion of essure. The patient experienced migraines with aura, with impact on her daily life, at work and with her family, requiring disease modifying treatment with beta adrenergic blocking agent and treatment against migraines. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: post operative control normal, implant position was good; on (B)(6) 2010: surgery report: one implant in each ostium. X-ray - on an unknown date: 3 essure implants; on(B)(6) 2019: after surgery for removal of essure: no more trace of essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('repeated low back pain') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 essures inserted" on (B)(6) 2010 and complication of device insertion "complication of device insertion" on (B)(6) 2010. The patient's medical history included arterial hypertension, sciatica (lumbago sciatica l4-l5, right side, with deficit), parity 3 and abdominal pain. Previously administered products included for an unreported indication: copper iud from (B)(6) 2010 to (B)(6) 2010 and minidril. Concomitant products included oral contraceptive nos until (B)(6) 2011 for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced general physical health deterioration ("deterioration of status"). In 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), visual impairment ("decrease in vision"), arthralgia ("joint pain") and tension ("increase in tension"). In may 2012, the patient experienced migraine with aura ("migraine with aura"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain ("pelvic pains"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("bleeding"), eczema ("eczema"), vomiting ("vomiting"), anxiety ("anxiety"), tachycardia ("tachycardia"), hyperhidrosis ("sweating"), tremor ("tremors"), cognitive disorder ("cognitive disorders"), amnesia ("memory loss"), disturbance in attention ("concentration disorders"), mental disorder ("logical disorders"), nightmare ("nightmares") and insomnia ("insomnia"). The patient was treated with beta blocking agents and calcium channel blockers, propranolol, topiramate (epitomax) and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, migraine with aura, headache, visual impairment, arthralgia, general physical health deterioration, tension, pelvic pain, abdominal pain, genital haemorrhage, eczema, allergy to metals, vomiting, anxiety, tachycardia, hyperhidrosis, tremor, cognitive disorder, amnesia, disturbance in attention, mental disorder, nightmare and insomnia outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, anxiety, arthralgia, back pain, cognitive disorder, disturbance in attention, eczema, general physical health deterioration, genital haemorrhage, headache, hyperhidrosis, insomnia, mental disorder, migraine with aura, nightmare, pelvic pain, tachycardia, tension, tremor, visual impairment and vomiting to be related to essure. The reporter commented: plaintiff fact sheet dated (B)(6) 2019 mentioned that patient experienced adverse events since the insertion of essure. The patient experienced migraines with aura, with impact on her daily life, at work and with her family, requiring disease modifying treatment with beta adrenergic blocking agent and treatment against migraines. 3 trailing coils on left and on right the plain abdomen xray showed 3 essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: post operative control normal, implant position was good; on (B)(6) 2010: surgery report: one implant in each ostium. X-ray - on an unknown date: 3 essure implants; on (B)(6) 2019: after surgery for removal of essure: no more trace of essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: medical records received. Patient medical history, rcc, treatment drugs, events: severe abdominal pain, bleeding, eczema, nickel allergy, vomiting, anxiety with tachycardia, sweating, tremors, cognitive disorders, memory loss, concentration disorders, logical disorders, nightmares, insomnia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("repeated low back pain") and unilateral abnormal vision ("emergency hospitalization for vision problems in the left eye") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("3 essures inserted" on (B)(6) 2010) and complication of device insertion ("complication of device insertion" on (B)(6) 2010). The patient had a medical history of vaginal delivery (child of 2240g) in 1995, vaginal delivery (child of 2250g) in 1993, vaginal delivery (child of 2460g) in 1990 and migraine (with and without aura since adolescence), atrophy optic nerve, lumboischialgia (left l5 (chronic deficit)), past tobacco smoking (smoked 3 to 10 cigarettes per day, stopped recently), nickel sensitivity (skin patches with nickel jewelry), urticaria, asthma, blood pressure high, abdominal pain, parity 3, sciatica (lumbago sciatica l4-l5, right side, with deficit) and arterial hypertension. Previously administered products included: copper iud, minidril, minidril and copper iud. The patient had a family history of breast cancer (was 45 years old) and migraine. Concomitant products included ibuprofene, ventoline [salbutamol] and oral contraceptive nos for contraception until (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced general physical health deterioration ("deterioration of status"). In 2011 she experienced back pain (seriousness criteria medically important and intervention required), headache ("headache"), vision decreased ("decrease in vision"), arthralgia ("joint pain") and tension ("increase in tension"). In (B)(6) 2012 she experienced migraine with aura ("recurrent migraine with aura"). On (B)(6) 2014 she experienced unilateral abnormal vision (seriousness criterion hospitalisation). On (B)(6) 2016 she experienced allergy to metals ("nickel allergy"). On (B)(6) 2017 she experienced sciatica ("non-deficient non-hyper algetic left lombosciatica evolving for 7 days with recrudescence of pain this morning at work"). In (B)(6) 2019 she experienced feeling abnormal ("feeling of uneasiness"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain ("chronic pelvic pain"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("bleeding"), eczema ("eczema"), vomiting ("vomiting"), anxiety ("anxiety"), tachycardia ("tachycardia"), hyperhidrosis ("sweating"), tremor ("tremors"), cognitive disorder ("cognitive disorders"), amnesia ("memory loss"), disturbance in attention ("concentration disorders"), mental disorder ("logical disorders"), nightmare ("nightmares"), insomnia ("insomnia"), nausea ("nausea"), asthenia ("asthenia") and adenomyosis ("the patient has adenomyosis"). The patient was treated with beta blocking agents and calcium channel blockers, propranolol, epitomax (topiramate) and isimig (frovatriptan succinate monohydrate) as well as total hysterectomy with bilateral salpingectomy with essure removal. At the time of the report, the outcomes for back pain, migraine with aura, headache, vision decreased, arthralgia, general physical health deterioration, tension, pelvic pain, abdominal pain, genital haemorrhage, eczema, allergy to metals, vomiting, anxiety, tachycardia, hyperhidrosis, tremor, cognitive disorder, amnesia, disturbance in attention, mental disorder, nightmare, insomnia, nausea, asthenia, unilateral abnormal vision, sciatica and adenomyosis were unknown. The reporter considered abdominal pain, adenomyosis, allergy to metals, amnesia, anxiety, arthralgia, asthenia, back pain, cognitive disorder, disturbance in attention, eczema, feeling abnormal, general physical health deterioration, genital haemorrhage, headache, hyperhidrosis, insomnia, mental disorder, migraine with aura, nausea, nightmare, pelvic pain, tachycardia, tension, tremor, vision decreased, unilateral abnormal vision and vomiting to be related to essure administration but saw no causal relationship between sciatica and essure. The reporter commented: plaintiff fact sheet dated (B)(6) 2019 mentioned that patient experienced adverse events since the insertion of essure. The patient experienced migraines with aura, with impact on her daily life, at work and with her family, requiring disease modifying treatment with beta adrenergic blocking agent and treatment against migraines. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2010: essure in the left side (left uterine tube with normal appearance). [Hysteroscopy] on (B)(6) 2010: 3 trailing coils on the left, 3 on the right. [Investigation] on (B)(6) 2010: surgery report: one implant in each ostium; (date unknown): post operative control normal, implant position was good. [Magnetic resonance imaging head] on (B)(6) 2012: no significant finding. [Neurological examination] on (B)(6) 2019: normal : no significant deficiency in lower limb. [X-ray] on (B)(6) 2019: after surgery for removal of essure: no more trace of essure; (date unknown): the plain abdomen x-ray showed 3 essure inserts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-mar-2023: adverse events "emergency hospitalization for vision problems in the left eye", "non-deficient non-hyper algetic left lombosciatica evolving for 7 days with recrudescence of pain this morning at work", "feeling of uneasiness", "the patient has adenomyosis" added to the case; also adverse event "pelvic pain" update to "chronic pelvic pain"; medical history updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("repeated low back pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("3 essures inserted" on (B)(6) 2010) and complication of device insertion ("complication of device insertion" on (B)(6) 2010). The patient had a medical history of atrophy optic nerve, lumboischialgia, tobacco user, nickel sensitivity, urticaria, asthma, blood pressure high, abdominal pain, parity 3, sciatica (lumbago sciatica l4-l5, right side, with deficit) and arterial hypertension. Previously administered products included: copper iud, minidril, minidril and copper iud. The patient had a family history of breast cancer and migraine. Concomitant products included ibuprofene, ventoline [salbutamol] and oral contraceptive nos for contraception until (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced general physical health deterioration ("deterioration of status"). In 2011 she experienced back pain (seriousness criteria medically important and intervention required), headache ("headache"), visual impairment ("decrease in vision"), arthralgia ("joint pain") and tension ("increase in tension"). In may 2012 she experienced migraine with aura ("migraine with aura"). On (B)(6) 2016 she experienced allergy to metals ("nickel allergy"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain ("pelvic pains"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("bleeding"), eczema ("eczema"), vomiting ("vomiting"), anxiety ("anxiety"), tachycardia ("tachycardia"), hyperhidrosis ("sweating"), tremor ("tremors"), cognitive disorder ("cognitive disorders"), amnesia ("memory loss"), disturbance in attention ("concentration disorders"), mental disorder ("logical disorders"), nightmare ("nightmares"), insomnia ("insomnia"), nausea ("nausea") and asthenia ("asthenia"). The patient was treated with beta blocking agents and calcium channel blockers, propranolol, epitomax (topiramate) and isimig (frovatriptan succinate monohydrate) as well as surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, allergy to metals, amnesia, anxiety, arthralgia, asthenia, back pain, cognitive disorder, disturbance in attention, eczema, general physical health deterioration, genital haemorrhage, headache, hyperhidrosis, insomnia, mental disorder, migraine with aura, nausea, nightmare, pelvic pain, tachycardia, tension, tremor, visual impairment and vomiting to be related to essure administration. The reporter commented: plaintiff fact sheet dated (B)(6) 2019 mentioned that patient experienced adverse events since the insertion of essure. The patient experienced migraines with aura, with impact on her daily life, at work and with her family, requiring disease modifying treatment with beta adrenergic blocking agent and treatment against migraines. 3 trailing coils on left and on right the plain abdomen xray showed 3 essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on 10-dec-2010: essure in the left side (left uterine tube with normal appearance). [Investigation] on (B)(6) 2010: surgery report: one implant in each ostium; (date unknown): post operative control normal, implant position was good [magnetic resonance imaging head] on (B)(6) 2012: no significant finding [neurological examination] on (B)(6) 2019: normal : no significant deficiency in lower limb. [X-ray] on (B)(6) 2019: after surgery for removal of essure: no more trace of essure; (date unknown): 3 essure implants quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jan-2023: patient medical, family history, historical and concomitant drugs, lab data, events: nausea, asthenia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("repeated low back pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("3 essures inserted" on (B)(6) 2010) and complication of device insertion ("complication of device insertion" on (B)(6) 2010). The patient had a medical history of atrophy optic nerve, lumboischialgia, tobacco user, nickel sensitivity, urticaria, asthma, blood pressure high, abdominal pain, parity 3, sciatica (lumbago sciatica l4-l5, right side, with deficit) and arterial hypertension. Previously administered products included: copper iud, minidril, minidril and copper iud. The patient had a family history of breast cancer and migraine. Concomitant products included ibuprofene, ventoline [salbutamol] and oral contraceptive nos for contraception until (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced general physical health deterioration ("deterioration of status"). In 2011 she experienced back pain (seriousness criteria medically important and intervention required), headache ("headache"), visual impairment ("decrease in vision"), arthralgia ("joint pain") and tension ("increase in tension"). In (B)(6) 2012 she experienced migraine with aura ("migraine with aura"). On (B)(6) 2016 she experienced allergy to metals ("nickel allergy"). Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain ("pelvic pains"), abdominal pain ("severe abdominal pain"), genital haemorrhage ("bleeding"), eczema ("eczema"), vomiting ("vomiting"), anxiety ("anxiety"), tachycardia ("tachycardia"), hyperhidrosis ("sweating"), tremor ("tremors"), cognitive disorder ("cognitive disorders"), amnesia ("memory loss"), disturbance in attention ("concentration disorders"), mental disorder ("logical disorders"), nightmare ("nightmares"), insomnia ("insomnia"), nausea ("nausea") and asthenia ("asthenia"). The patient was treated with beta blocking agents and calcium channel blockers, propranolol, epitomax (topiramate) and isimig (frovatriptan succinate monohydrate) as well as surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, allergy to metals, amnesia, anxiety, arthralgia, asthenia, back pain, cognitive disorder, disturbance in attention, eczema, general physical health deterioration, genital haemorrhage, headache, hyperhidrosis, insomnia, mental disorder, migraine with aura, nausea, nightmare, pelvic pain, tachycardia, tension, tremor, visual impairment and vomiting to be related to essure administration. The reporter commented: plaintiff fact sheet dated (B)(6) 2019 mentioned that patient experienced adverse events since the insertion of essure. The patient experienced migraines with aura, with impact on her daily life, at work and with her family, requiring disease modifying treatment with beta adrenergic blocking agent and treatment against migraines. 3 trailing coils on left and on right the plain abdomen xray showed 3 essure inserts. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2010: essure in the left side (left uterine tube with normal appearance). [Investigation] on (B)(6) 2010: surgery report: one implant in each ostium; (date unknown): post operative control normal, implant position was good. [Magnetic resonance imaging head] on (B)(6) 2012: no significant finding. [Neurological examination] on (B)(6) 2019: normal : no significant deficiency in lower limb. [X-ray] on (B)(6) 2019: after surgery for removal of essure: no more trace of essure; (date unknown): 3 essure implants. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('repeated low back pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 essure inserted" on (B)(6) 2010. The patient's medical history included arterial hypertension and sciatica (lumbago sciatica l4-l5, right side, with deficit). Previously administered products included for an unreported indication: iud on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced general physical health deterioration ("deterioration of status") and complication of device insertion ("complication of device insertion"). In 2011, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), visual impairment ("decrease in vision"), arthralgia ("joint pain") and tension ("increase in tension"). In (B)(6) 2012, the patient experienced migraine with aura ("migraine with aura"). The patient was treated with beta blocking agents and calcium channel blockers and surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, migraine with aura, headache, visual impairment, arthralgia, general physical health deterioration, tension and complication of device insertion outcome was unknown. The reporter considered arthralgia, back pain, complication of device insertion, general physical health deterioration, headache, migraine with aura, tension and visual impairment to be related to essure. The reporter commented: plaintiff fact sheet dated (B)(6) 2019 mentioned that patient experienced adverse events since the insertion of essure. The patient experienced migraines with aura, with impact on her daily life, at work and with her family, requiring disease modifying treatment with beta adrenergic blocking agent and treatment against migraines. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: post operative control normal, implant position was good; on (B)(6) 2010: surgery report: one implant in each ostium. X-ray - on an unknown date: 3 essure implants; on (B)(6) 2019: after surgery for removal of essure: no more trace of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 08-aug-2019: essure indication, migraine with aura, headache, increase in tension, back pain, joint pain start date updated, medical history added. Essure was removed, making this case incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.